Manufacturer narrative:
The device has not been returned, at this time, to the manufacturer for evaluation. A lot history review (lhr) of recv2915 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported PICC was placed by PICC rn at bedside, chest x-ray obtained, x-ray dictated tip of catheter in innominate vein. Patient brought to interventional radiology for right sided PICC placement due to nerve pain at insertion site and malposition of PICC. Second chest x-ray confirmed foreign object in right ventricle, measuring 6cm. CT scan performed identifying as wire stylet. X-ray on admission in ed confirmed no metal object at admission. Patient placed on telemetry indicating multiple runs of pvc's. PICC removed, and ir physician removed wire. Wire was sent to pathology for review. Patient on telemetry with no ill effects. This report addresses the wire fragment.